Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the femur f1l, femurwedge lateral 4 x 8, medial 8 x 4, femur stem 6° 15/77 zementiert, inlay f1 10 mm, tibia 1, tibiawedge bds. 4 mm, tibiastem 15/52 broke. Components in use listed as concomitant devices are: nr292z / as femur extens. Stem 6° d15x77 cemented. Nb014z / as enduro femoral component cemented f1l. Nk918 / mset resorb. Intramedullary plug 18 mm. Nk916 / mset resorb. Intramedullary plug 16 mm. Nr870z / as enduro meniscal component f1 10 mm. Nr368z / as enduro fem. Spacer post/dist f1 8 x 4 mm. Nr367z / as enduro fem. Spacer post/dist f1 4 x 8 mm. Nr400z / as nut f/femur extens. Stem all sz. Neutr. Nr400z / as nut f/femur extens. Stem all sz. Neutr. Nb011z / as enduro tibial comp. Offset cemented t1. Nb035z / as enduro tibia hemi-wedge t1 4 mm rl/lm. Nb025z / as enduro tibia hemi-wedge t1 4 mm rm/ll. Nr192z / as tibia offset stem d15x52 mm cemented.

Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a (B)(6) camera. The femur component box at the interface to the femur shaft is fractured on the lateral side. The fracture surface exhibits no material defects like foreign particles, includions, or blow-holes. The crack initiation is at the ventral edge of the lateral side of the box. The femur component box and the distal of the stem exhibits wear marking due to relative motion. The medial side of the box exhibits pressure marking showing a leverage of the femur stem, medial was under compression and lateral was under tension. Furthermore there are clearly visible material impressions on the inner side of the femure box, caused by the fixing of the femur stem due to relative motion. On the as enduro hinge ring are visible signs of a hyperextension. The impression is only visible and not palpable. The femur component was implanted with wedges to correct the bone defects of the patient. The x-ray from (B)(6) 2017 gives the impression that the bone on the medial and lateral side has degraded. In the surgery report, dated (B)(6) 2015, it is also mentioned that there are bone defects medial and lateral. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Based on the information available as well as a result of our investigation the root cause of the failure is most probably patient related. We assume that the patient had severe bone defects which were compensated for using spacers and bone cement. This led to the femur component not being supported enough and therefore the loading being transmitted through the femur box to the femur stem. The bone degradation also resulted in the femur component loosening. The femur component was held primarily by the connection to the femur stem. The medial side of the interface was under compression and the lateral side was under tension. The lateral side of the femur component failed by the femur box fracturing. No CAPA is necessary.